Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient received anti-tachycardia pacing (atp) and four shocks. The four shocks the patient received were in multiple episodes. It was noted that this device was a single chamber ICD, and boston scientific technical services (ts) discussed that the ventricular rhythm appeared to be regular in some episodes and irregular in others. Ts recommended further review of the episodes with the patient's cardiologist to determine if the therapy received was inappropriate for an atrial driven arrhythmia. This ICD was explanted and replaced due to therapy upgrade. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted a hole in the rv seal plug, however, the seal ring marks indicate full lead insertion in all lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported inappropriate therapy.

Event description:
Additional information received indicated the ICD was explanted and replaced due to therapy upgrade. No adverse patient effects were reported.